Event description:
It was reported that a pulse oximeter was missing segments on the display. No patient involvement was reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).